Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of pain and swelling at the scs ipg site. The patient stated he felt a burning sensation at the ipg site and, the pocket site was red and swollen. The patient also reported there was a bloody discharge. Follow up identified the patient had an infection at the scs ipg site. The patient was hospitalized and treated with IV antibiotics. Subsequently, the patient's scs ipg was removed. Additional follow up identified the infection had resolved.